Event description:
It was reported that after an acute laparoscopic cholecystectomy procedure, the patient developed a leak from the cystic duct stump. There were no issues noted during the original procedure. The patient had to stay three extra days in the hospital and an ercp was performed. It was believed the leak was from the first or second firing. There was no issue noted with the clips during the reoperation. The patient is doing well at this time. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a cholangiogram performed during the initial procedure? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Were there any issues noted with feeding or clip formation during the initial procedure? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the or? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Is the patient expected to have a full recovery? Are there any x-rays, videos, or pictures available for ethicon review?